Event description:
Same case as #2134265-2008-00588. It was reported that post a coronary stenting treatment procedure, a thrombosis occurred. The pt presented with a three day history of chest pain. Cardiac enzymes were positive for an mi. Lesions were identified in the right coronary artery (rca), the left anterior descending (lad) artery and in the circumflex (cx) artery. The physician opted to treat the moderately stenosed lesion in the rca. A portion of the rca was totally occluded. Balloon angioplasty was initially performed which revealed additional disease in the distal portion of the vessel. A 4.0x16mm liberte' bare metal stent was implanted in the distal portion and a 4.0x28mm liberte' stent was implanted at the proximal occlusion. Excellent results were obtained. Post stenting additional significant disease was revealed. It was planned that the pt would receive aggressive medical management for 4-6 weeks and then the pt would undergo coronary artery bypass graft surgery. Plavix and aspirin were started. Eleven days later the pt underwent off pump bypass surgery. The pt rec'd a radial vein graft to the 1st diagonal and a lima graft to the lad. Eight days post bypass the pt presented with a hyperacute inferior wall mi. Angiography revealed that the mid portion of the rca was completely occluded with "what appears to be" thrombus in the distal stent. The physician attempted to use angiojet, but was unable to cross the proximal curve of the rca. An export catheter was used and the physician was able to suction most of the clots. Excellent blood flow was established, however, there was some residue of clot beyond the distal stent so additional runs were made. A 4.0x8mm balloon was used to balloon the distal stented area which seemed to still have some clot present. It seemed however, that the clot had moved distally beyond the stent. A 3.0mm balloon was used with low pressure inflations. Satisfactory results were achieved. The pt rec'd heparin during the procedure and vigorous antiplatelet therapy of plavix and aspirin, post procedure. No further pt complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure an analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from the review, a supplemental medwatch will be filed.